Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 24-mar-2026, a sales representative reported via email that the knee scorpion component from an ar-4551 sutureloc meniscal root repair kit broke inside the patient¿s knee. The issue was discovered during a meniscal root repair procedure. No additional details regarding fragment retrieval, surgical delay, patient impact, or clinical outcomes were provided at the time of the report.